Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room (ER) with pounding heart. It was noted the left ventricular (lv) lead output decreased and was set to monitor only. It was noted capture threshold higher than programmed output and an increase to high in right ventricular (rv) lead and lv capture thresholds the lv lead remains in use. It was noted the patient experienced phrenic stimulation on the rv lead. The device was reprogrammed and the rv lead was subsequently revised. The lead remain in use. No further patient complications have been reported as a result of this event.